Manufacturer narrative:
Intuitive surgical inc. (Isi) followed up with the customer to confirm that there was no fragment that fell into the patient. The instrument was inspected before the procedure with no issues noted. The surgeon was coagulating when the issue occurred and was in use for 4 hours. There were no functionality issues and no collisions with other instruments. The instrument was straightened prior to removal with no resistance when removed through the cannula. The procedure was completed robotically with no patient harm or impact. Isi did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a frayed grip cable. The complaint was confirmed by failure analysis. Additional observation(s) not reported by site: 1). The instrument was found to have a damage on the conductor wire¿s insulation. The conductor wire's insulation found gouged at yaw pulley at the distal end with no exposed internal wire. There is no missing piece of the insulation wire. The instrument passed electrical continuity test. 2). The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.055¿ - 0.169" in length and were not aligned with the tube axis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. .

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the fenestrated bipolar forceps had a broken wire at the tip and fragment fell into the patient.